Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to not charging the ipg properly as per manufacturers guidelines. The patient had not charged in over a year. The patient's ipg was replaced with a new ipg resolving the issue.